Event description:
The product was used durign a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the incomplete staple line. The hosp has reportd the pt's condition is satisfactory.